Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer received questionable results for 5 patient samples tested for elecsys estradiol iii assay on a cobas 6000 e 601 module. Of the data provided 3 patient results are a reportable malfunction. Patient #1 initial estradiol result was 159.8 pg/ml. The first repeat estradiol result was 41.70 pg/ml. The second repeat testing was done on an unknown date with a new reagent kit and an estradiol result of 36.21 pg/ml was obtained. Patient #2 initial estradiol result was 155.2 pg/ml. The first repeat estradiol result was 137.3 pg/ml. The second repeat testing was done on an unknown date with a new reagent kit and an estradiol result of 102.4 pg/ml was obtained. Patient #2 is a (B)(6) female with a date of birth that was not provided. Patient #3 initial estradiol result was >3000 pg/ml, with a data flag. The first repeat estradiol result was >3000 pg/ml, with a data flag. The second repeat testing was done performing a 1:10 dilution and an estradiol result of 142.2 pg/ml was obtained. The third repeat estradiol result was <5.00 pg/ml with a data flag. The fourth repeat testing was done on an unknown date with a new reagent kit and an estradiol result of <5.00 pg/ml was obtained. Pateint #3 is a (B)(6) female with a date of birth that was not provided. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot was 252578 with an expiration date that was not provided. Calibration and qc results were acceptable. A general reagent issue can be excluded. The customer stated that there was no foam or fibrin present in the primary tube. The customer is not using rack adapters. For patient #3 the diluted result of 142.2 pg/ml was caused by an inappropriate dilution. Estradiol iii product labeling states that a sample has to have an estradiol concentration greater than 240 pg/ml, which additional testing showed patient #3 had an estradiol concentration of <5.00 pg/ml. Since some pre-analytical details were unknown a sample quality issue cannot be excluded as a possible root cause. Other possible root causes included improper handling of the reagent or system reagents or contamination of the environment with the analyte.